Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: during investigation, the returned battery cap was unable to be fully tightened and was difficult from the pump due to stripped threads. The battery cap height dimensions were found to be out of specification and the top slot of the cap was damaged. A test battery cap was able to fully tighten and be removed from the pump. Investigation also revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.